Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an insulin flow blocked alarm. The customer's blood glucose value was 395 mg/dl. The customer was assisted with troubleshooting. The customer was reporting a recurring insulin flow blocked. The customer just change her entire set 2 days ago. The customer informed that the tubing was not bent or kinked. The customer stated that they have tried all remedies. The customer had not tried different cannula lengths. The customer was advised to revert to a back-up plan as per the healthcare professional¿s instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, self test and displacement test. No unexpected no delivery/insulin flow blocked alarm noted. (B)(4).